Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this patient presented atrioventricular synchronization loss occurred due to atrial undersensing on a morning monitoring after some days of the implant procedure. The right atrial (ra) lead was found to be dislodged in a x-ray image. While trying to repositioned this ra lead exhibited helix issues and difficult to position. Physician decided to replace the explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The under-sensing allegation was not confirmed - lead returned segments resistances measured normal. The difficult-to-position and dislodgement allegations were not confirmed - tip looks normal. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. Complete lead was returned severed in two segments ~ 5cm from the terminal end. Setscrew marks noted on the terminal pin in correct location. Helix mechanism not tested due to dried blood in housing and lead severed. X-ray showed no conductors issues (deform/fracture) and the crimp sleeve was ok.

Event description:
It was reported that this patient presented atrioventricular synchronization loss occurred due to atrial undersensing on a morning monitoring after some days of the implant procedure. The right atrial (ra) lead was found to be dislodged in a x-ray image. While trying to repositioned this ra lead exhibited helix issues and difficult to position. Physician decided to replace the explant and replace this lead. No additional adverse patient effects were reported.